Manufacturer narrative:
(B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient died. Vascular access was obtained with retrograde approach via right femoral artery. A 45cm non-bsc guiding sheath was inserted and angiography was performed. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right external iliac artery (eia). Since the eia was not a chronic totally occluded, a 90cm non-bsc was inserted via the radial artery and an attempt was made to treat the left superficial artery (sfa) first. After the guide wire crossed the lesion, dilatation was performed with 4.0×4cm non-bsc balloon catheter and 5×10cm sterling balloon catheter. Good result was obtained and no stent was deployed in sfa. Subsequently, after dilatation was performed in right eia with 6x2cm, 7x4cm non-bsc balloon catheters, a 9x80x75 epic vascular stent was deployed without issue. Final angiography was performed and noted that the lesion was dilated sufficiently and the procedure was completed. However, 3 days after, the patient died. The patient was receiving dialysis and coronary was performed twice before (one of them was performed last month) and permanent pacemaker implantation was also performed before. There was a possibility that this patient expired because the patient had several procedure within a short period.